Event description:
A healthcare worker complained of burning lungs, watery, red eyes, and runny nose while working in a room where cidex opa was used. The worker's symptoms lasted for a few hrs. The worker did receive medical attention, but no additional info was obtained. The customer stated that the solution is kept in bins and the lids are on except when in use. The ventilation has been checked, but the air exchange is unk.